Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient began having episodes where his battery site would get red, swollen, painful, and heated in (B)(6) 2019. The symptoms increased in severity in may once the system was turned on. The patient did not correlate any symptoms to charging episodes or frequency. The patient reported the redness, swelling, and pain occur 3 times per week. The rep did not uncover any environmental or compliance factors that may have led to the issue. The patient was encouraged to follow up with the hcp to discuss the symptoms. The patient said they had none of these symptoms with their previous battery. No actions were taken to resolve the issue as the patient was encouraged to see their hcp. No further complications were reported.